Manufacturer narrative:
Continuation of d10: product ID: non-medtronic product product type: sheath product ID: non-medtronic product product type: catheter product ID: non-medtronic product product type: catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was later reported that the patient was observed in the intensive care unit (ICU) and discharged two days later.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure after completing the pulmonary vein isolation (pvi), blood pressure dropped when the sheath was withdrawn from the left atrium for post-mapping. Intracardiac echocardiography confirmed cardiac tamponade. The procedure was aborted and the patient was not under general anesthesia. A pericardiocentesis and drainage were performed. However, as no improvement in condition was expected, the decision was made to proceed with open-chest surgery for hemostasis. No further patient complications have been reported as a result of this event.